Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Seat upholstery is cracked and pulling apart from the attaching area to the crossbraces.